Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump gave an a121 alarm after inserting the last three new batteries. Troubleshooting revealed that the pump had not been stored or not in use for an extended time. The customer was advised to monitor and call back if issues recurred. The customer's blood glucose level was 185 mg/dl. No further information was provided.